Event description:
Regard operating room blue towels used in surgery was opened and a bug was found in the sterile packaging. The package was not damaged in any way to allow the bug's entrance to the sealed package.